Manufacturer narrative:
Unit received with currents in specification no unexpected battery out limit. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via call that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 190 mg/dl. The customer stated that the device alarm after battery change. The pump still alarming during the call and customer was not able to clear the alarm. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 190 mg/dl. The customer was unable to clear the alarm. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.